Event description:
The ¿in the box¿ icon displayed on the patient programmer back in (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).